Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Low bg cause was not known. Customer consumed carbohydrates to address bg.